Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. A manufacture representative went to the site to inspect the system and confirmed the issue. The inner gantry cover was damaged, the louvre cover was bent and the gantry dual fans were broken. These were all replaced and the issue was resolved. A complete system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported that the operating room table was lowered too far and collided with the imaging system in an open position. A cracking noise could be heard inside the gantry. No patient was present.

Manufacturer narrative:
Device evaluated by manufacture corrected. Part was not returned.